Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The imaging system was rebooted 3 times, and communication was established. The gantry was then re-homed. After re-homing the gantry no further issues were observed with the imaging system. No parts were replaced on the system. A full imaging system check-out was completed after troubleshooting and all tests passed. The system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system pendant displayed that the system was in standalone mode. The mobile viewing station (mvs) and the image acquisition system (ias) were unable to connect. The system was rebooted 3 times without resolution. Damage to the umbilical cable was noted, including charred pins on the connector and a scuff mark on the outer covering. The use of medtronic navigation was discontinued. The procedure was completed successfully using fluoro imaging with no delay due to this reported malfunction. No impact to the patient was reported. No additional details are available.